Event description:
It was reported that an attempt was being made to treat a lesion in the subclavian vessel (off label use), when another omnilink (8x18) stent delivery system could not reach the lesion. When the device was withdrawn from the pt, the stent was missing, it had dislodged and was found in the iliac. Several unsuccessful attempts were made to snare the stent using a snare. The 9x28mm omnilink was used in an attempt to compress the dislodged stent against the vessel wall of the iliac. The 9x28mm stent was fully deployed, when it started moving in a fully deployed state to the descending aorta. This stent was successfully retrieved using a snare; however, the first stent (8x18) remains undeployed in the iliac. The pt was reported to be stable and symptoms free.